Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature: gauhar, v., traxer, o., fong, k. Y., sietz, c., chew, b. H., hamri, s. B., gokce, m. I., gadzhiev, n., yuen, s. K. K., malkhasyan, v., ragoori, d., tanidir, y., somani, b. K., & castellani, d. (2025). Comparing thulium fiber versus high-power holmium laser lithotripsy combined with the flexible and navigable suction access sheath in flexible ureteroscopy for kidney stone disease: a propensity score matched analysis by the global fans collaborative group. Journal of endourology, 39(1), 42 - 49. Https://doi.org/10.1089/end.2024.0653.

Event description:
It was reported to boston scientific via an article published in journal of endourology that a prospective study named comparing thulium fiber versus high-power holmium laser lithotripsy combined with the flexible and navigable suction access sheath in flexible ureteroscopy for kidney stone disease: a propensity score matched analysis by the global fans collaborative group was conducted to evaluate stone-free rate (sfr) and complications after flexible ureteroscopy (f-urs) for kidney stones, using a flexible and navigable suction ureteral access sheath (fans), comparing thulium fiber laser (tfl) and high-power holmium laser (hphl). For this study, there was collected data from adults who underwent f-urs in 25 centers, and these were prospectively analyzed in 394 patients from august 2023 to january 2024. One-to-one propensity score matching for age, gender, stone location, stone volume, and hounsfield unit was performed. Sfr was assessed using computed tomography scan within 30 days and defined as zero fragments. Multivariable logistic regression was performed to evaluate predictors of sfr. Regarding the patients involved, hphl was used in 114 patients and tfl in 181 patients. After matching, 96 patients from each group with similar baseline characteristics were included. Following the procedure with hphl, the following complications were reported: 1 patient required a transfusion due to bleeding, intraoperative bleeding by virtue of sheath/suction/lasering not obscuring operation, intraoperative pelvic-caliceal system injury all cause managed by stenting alone, fever greater than 38 degrees celsius, loin pain on postoperative day 1, and reintervention.

Manufacturer narrative:
Boston scientific concludes that there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with holmium laser therapy procedures and are noted as such in the device instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. G2: literature gauhar, v., traxer, o., fong, k. Y., sietz, c., chew, b. H., hamri, s. B., gokce, m. I., gadzhiev, n., yuen, s. K. K., malkhasyan, v., ragoori, d., tanidir, y., somani, b. K., & castellani, d. (2025). Comparing thulium fiber versus high-power holmium laser lithotripsy combined with the flexible and navigable suction access sheath in flexible ureteroscopy for kidney stone disease: a propensity score matched analysis by the global fans collaborative group. Journal of endourology, 39(1), 42 - 49. Https://doi.org/10.1089/end.2024.0653.

Event description:
It was reported to boston scientific via an article published in journal of endourology that a prospective study named comparing thulium fiber versus high-power holmium laser lithotripsy combined with the flexible and navigable suction access sheath in flexible ureteroscopy for kidney stone disease: a propensity score matched analysis by the global fans collaborative group was conducted to evaluate stone-free rate (sfr) and complications after flexible ureteroscopy (f-urs) for kidney stones, using a flexible and navigable suction ureteral access sheath (fans), comparing thulium fiber laser (tfl) and high-power holmium laser (hphl). For this study, there was collected data from adults who underwent f-urs in 25 centers, and these were prospectively analyzed in 394 patients from august 2023 to january 2024. One-to-one propensity score matching for age, gender, stone location, stone volume, and hounsfield unit was performed. Sfr was assessed using computed tomography scan within 30 days and defined as zero fragments. Multivariable logistic regression was performed to evaluate predictors of sfr. Regarding the patients involved, hphl was used in 114 patients and tfl in 181 patients. After matching, 96 patients from each group with similar baseline characteristics were included. Following the procedure with hphl, the following complications were reported: 1 patient required a transfusion due to bleeding, intraoperative bleeding by virtue of sheath/suction/lasering not obscuring operation, intraoperative pelvic-caliceal system injury all cause managed by stenting alone, fever greater than 38 degrees celsius, loin pain on postoperative day 1, and reintervention.